Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted at the a2¿p2 segment of the anterior and posterior leaflets. During the deployment sequence of the second mitraclip, the grippers were unable to be lowered due to chordal interaction. Troubleshooting maneuvers were attempted to free the grippers from the chordae; however, these attempts were unsuccessful. As a result, the clip was deployed in its existing position along with some chordae. Following deployment, the degree of mitral regurgitation (mr) was reduced to grade 1+ post-procedure. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed, the cause for the reported entrapment of device resulting in gripper actuation issue with both the grippers (difficult to open or close) could not be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to the patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.